Event description:
It was reported that a lead integrity warning was triggered for the right ventricular lead due to short interval counts and high impedance. A possible fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance was 4047 ohms on (B)(6) 2015. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered. A rv lead integrity alert warning for increased sic count and rv lead impedance variation occurred on (B)(6) 2015. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic count went up to 159 in 46 days averaging 3.46 sic per day. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Evidence of oversensing has been noted during non-sustained ventricular tachycardia episodes on (B)(6) 2015. (B)(4).